Manufacturer narrative:
Customer service conducted troubleshooting with the customer including, verifying the user was using correct kit components; verifying the user was washing the parts according to our instructions for use; verifying the user was not washing or drying the tubing on the pump; verifying the user was using dry parts; verifying no milk backup occurred; disassembling, inspecting kit; verifying correct breast shield fit; and that the pump powered on with the transformer. The customer was sent new pump kit parts. The customer was contacted by a complaint handler on multiple occasions, including in writing, to get additional information, with no response as of the date of this report. Based on the results of our internal investigation (reference number (B)(4)), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother's mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2021, the customer alleged to medela llc that her pump in style max flow breast pump was not fully expressing her. The suction is low and she had mastitis last week. She did go to her doctor and was prescribed an antibiotic and she is now doing better.